Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2021. The customer blood glucose level was 519 mg/dl at the time of hospitalization. The customer was treated with intravenous insulin infusion, saline water, morphine and manual injection. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering the customer stated that the auto mode feature was not active. The insulin pump will be and reservoir will not be returned for analysis.